Manufacturer narrative:
We have received and evaluated all of the 3 devices. Our investigation could not conclusively determine the root cause of the issue. The balloons were able to inflate, retain inflation and deflate normally. The device from lot# pis2046 was confirmed to be off-centered but was able to deflate normally. The lot history records for both lots were reviewed and did not contain any non-conformities that could have contributed to the issue. At this time, it is unclear why the balloon did not deflate properly at the hospital but did deflate properly during our evaluation.

Event description:
The surgeon commented that in 3 instances the common carotid balloon appeared to be off-centered when inflated. When the device was removed from the vessel, the balloon did not deflate properly. The affected lots and date of incident are as follows: lot# pis2046, date of incident: (B)(6) 2016 (manufacture date: 12/02/2016, expiration date: 11/30/2020). Lot# pis2049, date of incident: (B)(6) 2016 (manufacture date: 04/07/2016, expiration date: 03/30/2021). Lot# pis2049, date of incident: (B)(6) 2016. For all the incidents,the procedures were finished using other device. There was no injury to the patient.